Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles stalled on deployment. Back-down was not successful. The vascular surgeon was called for device removal. Surgery was successful and the pt was discharged on schedule without residual effects.